Event description:
It was reported that during the implant procedure, after the lead was connected to the connector block of the cardiac resynchronization therapy defibrillator (crt-d), there was an attempt to tighten the setscrew by turning it clockwise but the torque wrench clicks did not occur. When the lead was gently tugged, it took off from the right atrial (ra) lead connector port. It was decided to replace the crt-d. No patient complications have been reported as a result of this event.